Event description:
Information received by medtronic indicated that the customer received pump error 4 and pump error 63. No harm requiring medical intervention was reported. Troubleshooting was performed and pump passed self test. The customer will continue to use of the device. The pump will not be returned for analysis.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.